Manufacturer narrative:
The initial MDR 1226181-2015-00617 was filed on october 30, 2015. Additional information (10/05/2015): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and aligned reagent probe 1 mixer. The cse ran service methods, and sample probe 1 overmix was out of specifications. The cse replaced and aligned sample probe 1 mixer. The cse also replaced the aliquot probe and drain. The customer calibrated and ran quality controls. The cause of the discordant, falsely low mg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated multiple issues with quality controls on multiple methods. The customer was also unable to calibrate the ammonia method. Ccc instructed the customer to load a fresh calibrator, bump a well in flex, and clean the reagent probe 1 drain. Siemens is investigating this issue.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg results.